Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the stator was dislodged. As a result the cam position/pressure could not be determined. Further investigation confirmed that a crack and a dent were found in the valve casing, and the cam mechanism was also damaged. It is believe that the device sustained some form of impact causing the condition of the device. This however could not be confirmed. A review of the lot history records were reviewed and found to have conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported that the rotor of the valve became detached. The valve could not be adjusted or programmed. As a result, the device was revised.